Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced infusion set issues. Blood glucose level was impacted, but no value was provided. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.